Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss prime alarms associated with zero force. The pump was rewound, loaded, and primed, and exercised with no alarms occurring.